Event description:
It has been brought to manufacturer's attention that lyric device was removed after 8 wear days and that the subscription was cancelled. Upon the removal the hcp observed excess fluid collection on tissue.